Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated the numbers on their keypad were scrolling. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. It is unknown if the insulin pump will be returned for analysis.